Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father called in stating that his daughter keeps receiving a no delivery alarm as well as a motor alarm on their insulin pump. The customer's blood glucose level was at 160 mg/dl. The father did not want to trouble shoot with the pump at the time. The father states that they just want someone to call back to help them get the pump to work properly. No further information was provided.